Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 6/5/2019. Device returned to manufacturer: yes. Device evaluation: the box of the pre-loaded device (pcb00) was received with a pcb00 unit inside. The plunger was found to be in completely advanced position and locked. The unit was observed under microscope and scarce amount of viscoelastic material was found inside the device. The directions for use (dfu) state to completely fill the viewing window with the ophthalmic viscosurgical device (ovd). The lens was observed stuck in the cartridge tube with the plunger overriding the stuck lens. However, it could not be determined if the condition observed was related to manufacturing process as the reported device had been handled and prepared for surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Implant date does not apply because the lens was not implanted. Explant date does not apply because the lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the lens did not fold properly without patient injury or wound enlargement. Through follow-up we learned that after two pushes the surgeon began to screw the lens into the eye, and then had to stop when the trailing haptic was caught. The lens was stuck and didn't move anymore, thus the lens was partially delivered could not be advanced any further. No additional information was provided.